Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, other/defective. Product received expanded evaluation. The expanded evaluation report states: visual observations- the commode seat had a crack along the left (facing from the front) side of the seat. The entirety of the crack was covered with white tape. Upon removing the tape, a crack of small width could be seen stretching nearly the entirety of the commode seat. After flipping the seat over, it could be seen that the crack occurs along the second support wall from the right. Conclusions- this analysis utilized the existing complaint information and compared these details with actual observations of the returned product in its as received condition. Due to the visual observations, the complaint can be confirmed as a crack in the commode seat. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, other/defective. Product received expanded evaluation. The expanded evaluation report states: visual observations- the commode seat had a crack along the left (facing from the front) side of the seat. The entirety of the crack was covered with white tape. Upon removing the tape, a crack of small width could be seen stretching nearly the entirety of the commode seat. After flipping the seat over, it could be seen that the crack occurs along the second support wall from the right. Conclusions- this analysis utilized the existing complaint information and compared these details with actual observations of the returned product in its as received condition. Due to the visual observations, the complaint can be confirmed as a crack in the commode seat. Provider states the consumer seat is cracked on the commode, and it has pinched her during use. Provider states they use duck tap to tape the crack and the patient has been in rehab so she has not been using the unit for awhile. No additional information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the consumer seat is cracked on the commode, and it has pinched her during use. Provider states they use duck tap to tape the crack and the patient has been in rehab so she has not been using the unit for awhile. No additional information provided.